Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-nov-2019 by a 45-year-old female patient concerning herself. The patient medical history included lyme disease, autoimmune disease, lipodystrophy and hashimoto's disease. The patient has no known drug allergy. No information about previous filler treatments has been provided. Concomitant treatments included levothyroxine [levothyroxine], vit c [vit c], vit d [vit d], calcium [calcium], lunesta [lunesta], doxycycline [doxycycline], botox [botox] on (B)(6) 2019. On (B)(6) 2019, the patient received treatment with sculptra aesthetic (unknown amount, lot number, injection technique and needle type) to cheeks and temples for an unknown indication. Within 24-48 hours, on an unknown date in (B)(6) 2019, the patient experienced systemic autoimmune/allergic reaction(hypersensitivity). The patient had a migraine headache(migraine), nerve pain/shooting pain(neuralgia), severe vertigo(vertigo) and itching in the face(pruritus). 10 days later, on (B)(6) 2019, the patient experienced severe papules(implant site papules), granulomas(granuloma skin), nodules(implant site nodule) all over the injection sites. Some had migrated beyond the injection site. The patient also had face ulcers(implant site ulcer) and cystic acne(acne cystic). The patient was prescribed with large doses of prednisone [prednisone] to help in reducing the symptoms but had caused osteoporosis(osteoporosis) and other terrible side effects. On (B)(6) 2019, the patient visited to a critical care center, where she was treated for cellulitis(implant site cellulitis) and prescribed creams, minocycline [minocycline] antibiotic. 21 days after injection, on (B)(6) 2019, patient reported to emergency room (ER), where she was prescribed more antibiotics and prednisone. The patient was consulting three dermatologists. It was reported that patient had been on prednisone for the past 8 weeks and also injected with kenalog [triamcinolone acetonide] a total of 4 times. The patient also received hydroxychloroquine. The patient reported that the papules and scarring/keloids (keloid scar) were ongoing. The patient had loss of quality of life and made her to resign from the job because she could not work due to disease. It was reported that the suspect product had ruined her face and life. As per follow up information received on 25-may-2020, patient had experienced severe allergic reaction to sculptra (poly-lactic-acid), included heart palpitations(palpitations), hives(implant site urticaria), papules, granulomas, pustules(implant site pustules) resulting in permanent scarring, keloids and systemic auto-immune reaction. It was also reported that sculptra had caused infection(implant site infection), disfiguring lumps(implant site mass) and has ruined face. The patient had required treatment with hydroxychloroquine, high-dose prednisone, antihistamine and minocycline antibiotic. Outcome at the time of the report: scarring/keloids was not recovered/not resolved. Cellulitis was unknown. Face ulcers was unknown. Systemic autoimmune/allergic reaction was recovered/resolved. Papules was not recovered/not resolved. Granulomas was unknown. Nodules was not recovered/not resolved. Cystic acne was unknown. Osteoporosis was unknown. Nerve pain/shooting pain was recovered/resolved. Migraine headache was recovered/resolved. Vertigo was unknown. Itching in the face was unknown. Heart palpitations was unknown. Hives was unknown. Pustules was unknown. Keloids was unknown. Infection was unknown. Disfiguring lumps was unknown. Tracking list: v.0 initial v.1 fu received on 25-may-2020 from patient and health authority. Case was medically confirmed. Coding of event implant site scarring changed to keloid scar. Events (palpitations, hives, pustules, infection and lumps) were added. Medical history and corrective treatment details were updated.

Manufacturer narrative:
This report was initially received from FDA medwatch program, letter number mw5090412. Follow up was conducted, and additional information was obtained, which is included within this report. G8 adverse event (s) continued: implant site mass. Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of scar, cellulitis, and ulcer at implant site were considered possibly related to the treatment. Serious criteria include multiple medical interventions and permanent damage from scarring which led to loss of quality of life. The non-serious expected events of papules, nodules, urticaria, pustules, mass, infection at implant site, granuloma skin, keloid scar and unexpected events of hypersensitivity and pruritus were considered possibly related to the treatment. The non-serious unexpected events of migraine, cystic acne, osteoporosis, neuralgia, palpitations and vertigo were considered unrelated to the treatment. Alternative etiologies for cystic acne and osteoporosis include large dose of corticosteroids. Alternative etiologies for migraine, neuralgia and vertigo include medical history of lyme disease and an unspecified autoimmune disorder, and use of concomitant medication. The case meets the criteria for expedited reporting to the regulatory authorities.

Manufacturer narrative:
This report was initially received from FDA medwatch program, letter number mw5090412. Follow up was conducted, and additional information was obtained, which is included within this report. Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of scar, cellulitis and ulcer at implant site were considered possibly related to the treatment. Serious criteria include multiple medical interventions and permanent damage from scarring which led to loss of quality of life. The non-serious expected events of papules, nodules at implant site, granuloma skin and unexpected events of hypersensitivity and pruritus were considered possibly related to the treatment. The non-serious unexpected events of migraine, cystic acne, osteoporosis, neuralgia and vertigo were considered unrelated to the treatment. Alternative etiologies for cystic acne and osteoporosis include large dose of corticosteroids. Alternative etiologies for migraine, neuralgia and vertigo include medical history of lyme disease and an unspecified autoimmune disorder, and use of concomitant medication. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a consumer/other non health professional which refers to a (B)(6)-year-old female patient. The patient medical history included lyme disease, autoimmune disease and hashimoto's disease. The patient has no known drug allergy. No information about previous filler treatments has been provided. Concomitant treatments included levothyroxine [levothyroxine], vit c [vit c], vit d [vit d], calcium [calcium], lunesta [lunesta], doxycycline [doxycycline], botox [botox] on (B)(6) 2019. On (B)(6) 2019, the patient received treatment with sculptra aesthetic (unknown amount, lot number, injection technique and needle type) to cheeks and temples for an unknown indication. Within 24-48 hours, on an unknown date in (B)(6) 2019, the patient experienced systemic autoimmune/allergic reaction(hypersensitivity). The patient had a migraine headache(migraine), nerve pain/shooting pain(neuralgia), severe vertigo(vertigo) and itching in the face(pruritus). 10 days later, on (B)(6) 2019, the patient experienced severe papules(implant site papules), granulomas(granuloma skin), nodules(implant site nodule) all over the injection sites. Some had migrated beyond the injection site. The patient also had face ulcers(implant site ulcer) and cystic acne(acne cystic). The patient was prescribed with large doses of prednisone [prednisone] to help in reducing the symptoms but had caused osteoporosis(osteoporosis) and other terrible side effects. On (B)(6) 2019, the patient visited to a critical care center, where she was treated for cellulitis(implant site cellulitis) and prescribed creams, antibiotics (unspecified). 21 days after injection, on (B)(6) 2019, patient reported to ER, where she was prescribed more antibiotics and prednisone. The patient was consulting three dermatologists. It was reported that patient had been on prednisone for the past 8 weeks and also injected with kenalog [triamcinolone acetonide] a total of 4 times. The patient reports that the papules and scarring(implant site scar) were ongoing. The patient had loss of quality of life and made her to resign from the job because she could not work due to disease. It was reported that the suspect product had ruined her face and life. Outcome at the time of the report: scarring was not recovered/not resolved. Cellulitis was unknown. Face ulcers was unknown. Systemic autoimmune/allergic reaction was recovered/resolved. Papules was not recovered/not resolved. Granulomas was unknown. Nodules was unknown. Cystic acne was unknown. Osteoporosis was unknown. Nerve pain/shooting pain was recovered/resolved. Migraine headache was recovered/resolved. Vertigo was unknown. Itching in the face was unknown.